Manufacturer narrative:
(B)(4).

Event description:
Allegedly the patient was revised due to the following mom complication: metallosis (right). Neck and head came out together. Cup removed-zimmer implanted with their liner.